Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted no abnormalities. Pmv functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during an esophagectomy / gastric tube procedure. The device was being used for the esophageal cancer resection, for tentative closure of mobilized esophagus in the chest cavity. The third firing was completed with no problem,however, a yellow plastic material was found during the chest cavity washing, and was retrieved. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.